Event description:
It was reported that this right ventricular (rv) lead was revised due to high capture thresholds. Reports showed that the lead exhibited a sudden increase of impedance that remained within range. The lead remains in use. No additional adverse patient effects were reported.